Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency room. During insertion the guide wire unraveled. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that during insertion in the emergency room, the guide wire unraveled was confirmed. One guide wire was returned for analysis. No other components were returned. Several bends were observed over the length of the guide wire body and the coil wire was unraveled starting 14 cm from the j-tip. A manual tug test determined that the proximal weld was intact with the core wire. Microscopic examination found that the core wire was broken adjacent to the j-tip weld. The distal weld remains attached to the coil wire. Both welds were observed to be full and spherical. The guide wire drawing specifies a length of 600 +/- 4 mm and a diameter of .788/.826mm. The length of the guide wire was determined to be consistent with the graphic; therefore, no pieces appear to be missing. The diameter of the guide wire measured 0.799 mm. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records were reviewed other remarks: and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.